Event description:
It was reported that customer had experienced low blood glucose level. Blood glucose level at the time of incident was 1.9 mmol/l. Customer treated hypoglycemia with orange juice. It was unknown whether customer was using the auto-mode feature or not. Customer had felt insulin pump was not working and not receiving alarms, performed self test and passed. The troubleshooting was declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.